Manufacturer narrative:
(B)(4). The lot number provided was for kit ask-05500-mr. A device history record review could not be performed as no valid lot number was provided by the customer for the reported kit. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no valid lot number was provided by the customer for the reported kit. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
Reported issue: epidural catheter found to be defective after insertion into patient's back; resulted in removal and procedure performed again. Tip was compressed and not patent, plastic sheath compressed together at end of catheter and not open for fluids to flow.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: epidural catheter found to be defective after insertion into patient's back; resulted in removal and procedure performed again. Tip was compressed and not patent, plastic sheath compressed together at end of catheter and not open for fluids to flow.